Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality investigation details, no malfunction or defect was detected or reproduced in the returned product. The device history record was reviewed, and no related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changs were found. The unit worked as intended; it collected blood and filtered it to allow the re-infusion process.

Event description:
It was reported that the patient's blood pressure dropped and the patient had a mild seizure during re-infusion of collected shed blood. The re-infusion was stopped, and the symptoms ceased. The patient's blood work, taken after the event, came back clear. No treatment was given to the patient as a result of this event. According to the patient's orthopedic surgeon, the patient was recovering normally the day after the reaction.